Event description:
When the hospital pulled the plunger of the angiographic syringe back past the 8cc mark, air is aspirated. There was no patient incident or injury. The syringe is being returned for evaluation.